Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint. A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that the pump displays error code 12. The user was instructed to return the pump to the provider and obtain a replacement. The total wait time resulted in the patient missing an overnight feeding. The initial reporter also stated that the patient experienced no adverse signs or symptoms as a result of the missed feeding. (B)(4).